Manufacturer narrative:
Maquet medical systems, USA , submits this report on behalf of the legal manufacturer of the device (B)(4). A maquet field service technician investigated the unit and determined the cardio pump was in need of replacement. Arranged to have a loaner sent to customer while unit is repaired at (B)(4). A supplemental medwatch will be submitted as soon as additional information becomes available. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and found the rt3 thermistor on the ice sensor reads high resistance and this causing the compressor tgo turn off prtematurely. The technician installed a new ice sensor kit and calibrated the ice block. Preventive maintenance, functional test and safety check as per the service manual were performed successfully. The unit has been repaired and returned to service. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).

Event description:
"Customer state prior to use on patient device shutdown. Customer also said device was not making ice. When asked if an ice block was present earlier, customer said she was not sure. Unit was swapped with another hcu and no harm came to patient during this event." (B)(4). (B)(6).